Event description:
At 5:47 am - dexcom g6 reading 223 mg/dl. Finger stick reading is 150 mg/dl. Compensated for incorrect dexcom reading, and at 7:12 am my blood sugar was reading 42 mg/dl. Dexcom is a deadly device that is taking lives with its consistent inaccurate readings. After previous calibration, waited 15 minutes - dexcom g6 reading 98 mg/dl. Finger stick reading 171 mg/dl. For over 45 minutes now dexcom g6 has had no arrow and extremely inaccurate readings. Calibrated twice now. Dexcom g6 now reading, "sensor error don't remove sensor. Temporary issue. Wait up to 3 hours". "Profanity".